Event description:
It was reported that during the implant procedure the physician had difficulties extending and retracting the lead¿s helix. It was noted that it took multiple turns with abnormal helix performance. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis comments indicated that the lead was returned with the helix fully extended and that the helix was able to be extended and retracted within specification.